Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00042 on 10-feb-2025. Additional information (12-feb-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) replaced the dilution washer probe 1, unblocked and cleaned the washer 1 waste tubing and skimmer, ran auto check and quality control (qc), which recovered acceptably. Siemens reviewed the event and concluded that the malfunctioned dilution washer potentially contributed to the falsely elevated creatinine_2 (crea_2) result. The service activities performed by the cse, described in initial report and this report, resolved the issue. The investigation findings code and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated creatinine_2 (crea_2) result was obtained on a patient sample on an atelllica ch 930 analyzer. The initial result was reported to the physician, who questioned the result. The sample was repeated on an original analyzer with 1:3 dilution, the result recovered higher than the initial result and considered to be erroneous. Then, the neat sample was repeated on an original analyzer, which recovered lower than the erroneous results. The repeat result of the 8.1 mmol/l was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated crea_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported that a falsely elevated creatinine_2 (crea_2) result was obtained on an atellica ch 930 analyzer. Quality control was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the analyzer, reviewed auto check results of the analyzer and found that the dilution washer probe 1 had blockages in two of the lines causing insufficient washing in the dilution cuvettes. Then, the cse cleared lines and checked the reaction washer performance. Siemens is evaluating the event.